Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down. The customer confirmed that the pump was able to be successfully charged using an alternate usb adapter. The customer¿s blood glucose was 150 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.